Event description:
I had epi lasik surgery performed, after telling doctor (B)(6) that I had dry eyes, and was unable to wear contacts. Knowing this, he still performed the surgery resulting in long term pain and severe dry eyes. (B)(6).